Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. The customer's blood glucose was 266-267 mg/dl. Reportedly, the customer cleaned the speaker holes, the cartridge was reloaded, and insulin delivery was resumed.